Manufacturer narrative:
The insulin pump alarmed prime during prime due to faulty force sensor. The insulin pump was received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window, cracked battery tube threads and cracked belt clip slot.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during prime fill process. Customer states they are unable to exit the "preparing to prime" loop. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 300 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.